Event description:
Allegedly, the doctor was performing a lap super cervical hysterectomy when the supra loop broke. After it broke, doctor noted bleeding from a vascular slice. The procedure was converted to open laparectomy to stop the bleeding and remove the uterus. Patient was placed in ICU after surgery. Follow up with hospital has confirmed that patient recovered well and has been released from the hospital.